Event description:
Leave tampon fragments inside you [foreign body in reproductive tract] if you have to pull out a dry tampon it does break in half [complication of device removal] tampon breaks in half [device breakage] case description: consumer reported via rr that the tampon broke in half and left fragments inside of her. No serious injury was reported.